Manufacturer narrative:
It was reported that gauze fibers came off of the 4x4 and were irrigated from the surgical site. The facility indicated that no injury resulted and no further intervention was indicated. The actual samples were not retained for evaluation. Unused samples from the same lot were returned. We were unable to confirm the complaint with the returned samples. A root cause has not been determined.

Event description:
The facility reported gauze fibers came off the sponge and fell into the surgical site.